Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known tcar procedure included in the cohort. H6 - patient codes: e2401 was used to capture the reported access site complications. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Lal, b., mayorga-carlin, m., kashyap, v., jordan, w., mukherjee, d., cambria, r., moore, w., neville, r., eckstein, h.-h., sahoo, s., macdonald, s., & sorkin, j. (2022). Learning curve and proficiency metrics for transcarotid artery revascularization. Journal of vascular surgery, 75(6). Https://doi.org/10.1016/j.jvs.2021.12.073.

Event description:
It was reported via literature that patients experienced adverse events, some requiring additional intervention, within 24 hours of their respective transcarotid artery revascularization (tcar) procedures. This study reviewed data from a total of 18,240 tcar procedures performed by 1273 physicians. The procedures were performed between march 3, 2009 and may 7, 2020. The procedure data was collected in an international quality assurance database, and was analyzed to determine the point at which the physicians became proficient in performing the tcar procedure. "Proficiency" was defined in terms of procedural performance measures and then determined the minimum number of cases required to achieve proficiency in tcar. Four procedural performance measures were recorded for each procedure: flow-reversal time, fluoroscopy time, contrast volume, and total skin-to-skin time. The study concluded that flow-reversal time and skin-to-skin time are appropriate performance measures for establishing the level of expertise of physicians as they acquire skills to perform tcar. The following adverse events were reported as occurring within 24 hours of tcar procedures for patients in the cohort: stroke (138, 0.8%), transient ischemic attack (tia) (30, 0.2%), myocardial infarction (mi) (10, 0.1%), dissection (539, 3%), and access site complications (209, 1.2%). The following patient impacts were reported as occurring within 24 hours of tcar procedures for patients in the cohort: aborted procedure (222, 1.2%), conversion to carotid endarterectomy (cea) (259, 1.4%), bleeding requiring reoperation (115, 0.6%).